Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-04279. It was reported the patient ((B)(6)) lost stimulation. Additionally, it was reported the patient's ipg was inoperable. In turn, surgical intervention was undertaken. During the procedure, lead diagnostic testing revealed invalid impedance measurements. As a result, the patient's lead and ipg were explanted and replaced which resolved the issue. Therapy was restored post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-04279.